Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, we presume that water/humidity invaded the subject device due to a channel tube leak, causing damage to the image sensor unit, which led to the suggested event. The event can be detected by following the instructions for use: operation manual chapter 3 preparation and inspection:3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had flashes of the image on screen. The issue occurred during preparation for use. There were no reports of patient harm. The facility finished the procedure with the replacement device.